Event description:
On 4/16/98 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Hemostasis was successfully achieved; however, the pt complained of pain post procedure, and was therefore kept overnight and discharged the following day. The pt returned to the inserting physician's office two days later (4/18/98) complaining of pain; both her pulses and her groin were checked at that time and reported to be in good condition. On 6/13/98 the pt returned for a venogram and arterial femoral runoff. Following these tests a percutaneous transluminal angioplasty of the right common femoral artery was performed. As on 6/29/98 there has been no report of further complication or pt sequelae made to this MFR.